Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 9 months. The patient remains on lvad support. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital with signs and symptoms of a gastrointestinal bleed. Anticoagulant at the time was warfarin. The patient was transfused with 3 units of packed red blood cells. Upper endoscopy was performed on (B)(6) 2017, results not reported. A colonoscopy performed the following day showed very small arteriovenous malformation. Bleeding resolved and the patient was discharged to home on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
A specific cause for the reported gastrointestinal (gi) bleeding cannot be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.